Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly patient received multiple loss of prime alerts and was unable to bolus. Reporter stated that issue was resolved with new cartridge. Reporter confirmed that they did not reuse cartridge and device was cycled before use, insulin was at room temperature, cartridge cap secured properly and there was no change in temperature or force. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.